Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to the manufacturer. A follow-up report will be sent once the results have been analyzed. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Robotic nephrectomy - "after cd004 inzii retrieval bag was used to place specimen in the bag, a black rubber piece of the seal fell into the patient. There was a small rip/tear on the inside of the seal. The piece was retrieved without patient injury. It was not known what instrumentation was being used before the time of event." Patient status - they were able to retrieve seal and there was no harm to the patient.

Manufacturer narrative:
The event product was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the incident. During the manufacturing process, all trocars are thoroughly inspected for functionality and performance prior to packaging. Although the root cause of the experience could not be determined, applied medical has opened a corrective and preventative action (CAPA) to further elevate and track this investigation and implement appropriate corrective actions to mitigate this type of event. In accordance with 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.